Event description:
It was reported that the procedure was to treat 90% stenosed de novo lesion in the left anterior descending (lad) with mild calcification and mild tortuosity. The ht bmw universal ii guide wire (gw) was advanced to the target lesion and used in the procedure; however, when attempting to advance an intravascular ultrasound (ivus) device, ivus could not be advanced. Therefore, the ivus device was removed, and resistance was also noted with the gw. Therefore, the gw and ivus device were removed as a single unit. Upon removal, the gw tip was noted to have separated approximately 20-30cm. The separated portion was found to have remained in the ivus catheter and was removed with the ivus device. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, dimensional analysis and functional testing were performed on the returned device. The reported material separation was confirmed and was a result of the reported difficulty. The reported difficult to advance and difficult to remove appear to be related to a potential product quality issue. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the production record and complaint handling database revealed similar complaints from the reported lot, indicating there is a potential quality issue. Based on the information provided and observations from the returned analysis, the reported difficulties were concluded to be related to a potential quality issue due to an increase in resistance related issues for bmw universal ii family of products. Further investigation will be performed and corrective actions will be taken, as required, in accordance with internal operating procedures.